Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
This is filed to report the observed thrombus requiring medication. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. The steerable guiding catheter (sgc) was advanced into the left atrium, thrombus was noted in the left atrium. The sgc was removed and the procedure was aborted. No clips were implanted. Mr remains 2-3. Medication was given in attempt to treat thrombus, however thrombus could not be treated. The patient is stable. There was no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.